Event description:
It was reported by the rep that the (1) tlc75 was used during a colectomy procedure. It was reported that the instrument would not fire. The case was completed with a second instrument with no pt consequence.